Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Uf/importer report number (B)(4) received on august 18, 2020. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a colonoscopy procedure performed on an unknown event date. According to the complainant, during the procedure, while snaring a polyp with a boston scientific 13 mm rotatable snare, the snare came apart and it was unknown where it broke apart. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.